Manufacturer narrative:
Inuslin pump was received with motor error alarm during occlusion test and unable to prime at two point five pounds during prime test due to faulty force sensor reading (gold). Motor passed the motor test. Unable to perform occlusion test or delivery accuracy test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump was received with intermittent act button response due to moisture damaged on keypad traces. Keypad connector was fully locked. Device was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Motor passed the motor test. Unable to perform occlusion test or delivery accuracy test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump was received with intermittent act button response due to moisture damaged on keypad traces. Keypad connector was fully locked. Device was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer's blood glucose value was 262 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that the insulin pump act button was hard to press and confirmed that the time was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.